Manufacturer narrative:
It has not been possible to further investigate or evaluate this alleged event based on the limited information provided to date via the operative note stating "device is embedded, device is unable to be retrieved, pain (possible perforation)". Cook will reopen its investigation if further information is received. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. There is a current debate in the published scientific literature on a differentiation between ivc wall perforation with and without clinical sequelae. E.g. Filter legs may be outside the contrast lumen on imaging without actually perforating the ivc wall (known as tenting) and with no clinical sequelae. In contrast, perforation of adjacent organs is reported with clinical sequelae. Filter retrieval is occasionally difficult. This is well-known from published scientific literature where filter retrievals are referred to as simple vs. Complex. Several case reports published in scientific literature describe complex cases with successful endovascular filter retrievals using additional, advanced techniques. Unknown if the reported pain is directly related to the filter and unable to identify a corresponding failure mode at this point in time. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A supplemental report will be provided upon conclusion.

Event description:
This additional information was received on 06/17/2016 as follows: the plaintiff allegedly received the device implant on (B)(6) 2009 via right common femoral vein due to pe with internal bleeding. Plaintiff is alleging an unsuccessful attempt to retrieve the filter allegedly occurred on (B)(6) 2009. The plaintiff alleges, pain, the device is embedded and unable to be retrieved.

Manufacturer narrative:
William cook initially reported event under MFR report # 3002808486-2016-00322. New information was received identifying that the product was a cook inc. Manufactured device. An updated emdr report was submitted under cook inc. MFR report #1820334-2016-01159, follow up # 1. This was in reference to william cook (B)(4) MFR report # 3002808486-2016-00322. Cook is now submitting an initial report to correct this issue. Blank fields on this form indicate the information is unknown or unavailable. (B)(4). Evaluation- the product was not returned to assist with the investigation. No information regarding the event was provided. No notes of relevance found in the device work order, nor on the filter lot number. No other complaints have been received relevant to this lot. Impossible to comment on the alleged injuries. Device manufactured/inspected according to specifications. There is no evidence to suggest the device was not manufactured to specifications. No evidence to suggest a device failure. We have notified appropriate personnel and will continue to monitor for similar events. If additional information is received, the report will be reopened for further investigation.

Event description:
It is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2009 at (B)(6) hospital in (B)(6)." It is alleged that [pt] was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided.

Manufacturer narrative:
Initial MDR was submitted by william cook europe under reference # 3002808486-2016-00322. Additional information provided on (B)(6) 2016 determined this device was manufactured by cinc. B. 5) changed to: it is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2009 at (B)(6). It is alleged that [pt] was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided. (B)(4). The event is currently under investigation.

Event description:
It is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2009 at (B)(6). It is alleged that [pt] was injured without further explanation. Patient is seeking punitive damages. Hospital and medical records have been requested but not yet provided.